Event description:
It was reported that on (B)(6) 2013, the patient was hospitalized with acute coronary syndrome and was diagnosed with an acute myocardial infarction. Patient was started on aspirin 100mg. On (B)(6) 2014, troponin was noted to be elevated and clopidogrel 75mg was started. On (B)(6) 2013, a 3.0x38mm xience prime stent was successfully implanted in the mid left anterior descending coronary artery. On (B)(6) 2014, the patient was discharged. Sometime in (B)(6) 2014, the patient reported not feeling well and called emergency services, but when the ambulance arrived, the patient had died. No treatment was provided. Cause of death is unknown and no autopsy was performed. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2013, the patient was hospitalized with acute coronary syndrome and was diagnosed with an acute myocardial infarction. Patient was started on aspirin 100mg. On (B)(6) 2013, troponin was noted to be elevated and clopidogrel 75mg was started. On (B)(6) 2013, a 3.0x38mm xience prime stent was successfully implanted in the mid left anterior descending coronary artery. On (B)(6) 2013, the patient was discharged. Sometime in (B)(6) 2014, the patient reported not feeling well and called emergency services, but when the ambulance arrived, the patient had died. No treatment was provided. Cause of death is unknown and no autopsy was performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). Estimated date (date of death reported as (B)(6) 2014). (B)(6). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of death, as listed in the xience prime long length everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.